Manufacturer narrative:
(B)(4). The device was received for sample evaluation. The reported event was unknown; however, a system error 2201 was identified during a review of the event history log and determined to be the reported problem. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A service history review revealed that the membrane gasket was replaced. The cause of the condition was determined to be an improperly seated membrane gasket. To correct the condition, the membrane gasket was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified system error occurred on a homechoice device. It is unknown when this event occurred. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.